Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing diabetic ketoacidosis and hyperglycemia and was hospitalized on (B)(6) 2021. Customer's current blood glucose level was 600 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced nausea, abdominal pain and difficulty in breathing at the time of incident. The customer also felt sick and tired at the time of hospitalization. The auto mode feature was active at time of incident. Customer was treated with insulin drip for high blood glucose level. There were no kink, bend or air bubble present along the tubing. Insulin pump had insulin flow block alarm in past and resolved by complete set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged hospitalized for high blood glucose level and diabetic ketoacidosis found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6), customer returned insulin pump for an alleged insulin pump/meter communication anomaly found on (B)(6), 2021 and on (B)(4), svn# (B)(6), customer returned insulin pump for an alleged unresponsive keypad, ems dispatched and was hospitalized for high blood glucose levels and diabetic ketoacidosis found on (B)(6), 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The insulin pump was programmed with contour next test glucose meter. The insulin pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected insulin pump/bg meter communication errors or anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on electrical board 1 was locked properly during visual inspection. Insulin pump passed the keypad voltage test. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose levels and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Insulin pump/meter communication anomaly was not confirmed. Unresponsive keypad/keypad anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.